Event description:
It was reported that the cables are becoming frayed and starting to cause possible issues in the communication & connection of the cables into the unit. There have been no interruptions in the breast biopsies. There have been no pt consequences reported.

Manufacturer narrative:
Eval: the analysis results confirmed that the cables were becoming frayed and found both the blue and green cables to be damaged, the top frame had loose paint falling off and the e-clip was damaged during disassembly. To correct this, the analysis site replaced the blue rotational cable and the green transitional cable, the top frame and the e-clip. The holster was functionally tested, and was found to operate properly.